Event description:
It was reported that the patient's pump could not be filled or aspirated. It was stated that the valve looked like it had locked, as nothing could get in or out. The event took place during the filling of a new pump, but it wasn't specified whether the pump was implanted or not. The drug used in this system was unknown. No further information was available at the time of this report. A follow-up report will be made if additional information becomes a vailable.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was no event. The nurse simply was not aspirating strongly enough. The physician took over and the pump was aspirated without difficulty. The nurse was educated on the correct filling/ aspirating technique.